Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. No picture of the alleged defect was provided. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample is not available for evaluation. Device sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the column separated from the top piece, inside of metal column portion is scorched." It was reported that the patient had a temporary "decrease in oxygen saturation," which was corrected once a new device was used. No harm or injury to patient. Customer reported patient's condition was fine.

Manufacturer narrative:
Qn#(B)(4). The lot number was reported as unknown; however, the lot number of the sample received is 74f1400720. The device history record of batch number 74f1400720 was reviewed and no issues or discrepancies were found which could potentially relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was returned for evaluation. A visual exam was performed and it was observed that the port top of the column separated from the aluminum canister. Also, there are several heavy brown stains, resembling scorching marks, on the paper wicker located at the top of canister. The complaint has been confirmed. There are several scenarios that could have caused the top separating from the aluminum canister. It should be noted that this is an old style column which does not incorporate the dump tube/water level monitor nor the low water alarm features that are now incorporated into the universal columns. Other remarks: this old style column should only have 40 lpm of gas passing through it. Gas pressures higher than 40 lpm can cause hazardous conditions resulting in the port top separating. If 60 lpm of gas was pushed through this old style column the separation could have happened (universal columns are rated for 60 lpm of gas). The old style column, as was used in this case, uses tape to hold the port top in place. The port tops of the universal columns are crimped into place. It should also be noted that, what appears to be scorch marks on the wicker paper is an indication of full temperature conditions on a column that was straining to provide the humidification at gas pressures of 60 lpm. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not determined.

Event description:
Customer complaint alleges "the column separated from the top piece, inside of metal column portion is scorched". It was reported that the patient had a temporary "decrease in oxygen saturation", which was corrected once a new device was used. No harm or injury to patient. Customer reported patient's condition was fine.